Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the forceps channel and on the tip could not be identified and a definitive root case of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use section below: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope(and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending section cover had a cementing defect and the distal end was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D4: UDI - (B)(4).

Event description:
The customer reported to olympus, that the cystonephrofiberscope had dirt in the biopsy canal on the distal tip. The issue was found during maintenance. There were no reports of patient harm.